Event description:
It was reported that on (B)(6) 2025 during the insertion of a central vein catheter (cvc), it was observed that the spring wire guide (swg) was kinked. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.

Manufacturer narrative:
(B)(4).